Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert when the rv defibrillation coil impedance level exceeded the upper alert threshold. Multiple lead impedance measurements were performed while performing provocation manoeuvres. A chest x-ray was conducted. The physician reported that no out-of-range measurements were recorded during provocation manoeuvres and the chest x-ray showed no visible signs of a lead issue. The upper alert threshold was adjusted and no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.